Manufacturer narrative:
H10: a philips authorized service provider (asp) evaluated the device and replaced the blower as recommended. However, the blower failed and halted functions during the final system verification test. The asp determined follow up repairs were necessary and recommended replacement of the blower, motor control (mc) printed circuit board assembly (pcba), and central processing unit (cpu) pcba. A philips asp returned for further repair and completed a pre-operative check. The issue was reproduced. The asp replaced the blower and the mc pcba. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint from customer biomed, reporting the blower on the v60 ventilator does not work. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (be) and confirmed the reported issue. The be reported no error codes were found in the device significant log and no blower sound with pressure set at 10cmh2o during evaluation. The rse recommended blower replacement. The customer requested onsite service and a price proposal was provided.

Manufacturer narrative:
The removed motor control (mc) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician visually examined the component and noted no anomalies. The pil investigation confirmed a failure was present on the suspect mc pcba, in part appearing to have intermittent symptoms. During a period of total failure to drive the blower motor, it was observed that u27 appeared to have the necessary input but did not have the necessary outputs to drive the blower motor. U27 is the likely failed component.